Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy, manifested by abdominal pain, cloudy effluent, and low blood pressure. The patient was not hospitalized for the event. The cause of the suspected peritonitis was unknown. The patient was treated with vancomycin (daily for ten days, dose and route not reported) and cefazol (daily for ten days, dose and route not reported) for unconfirmed peritonitis. At the time of this report, the patient has discontinued antibiotic treatment and was recovered from the event. Dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter titanium adapter. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While the peritonitis was not confirmed, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).